Event description:
It was reported that twice for the same patient with an interval of 48 hours between the 2 incidents, after insertion in the patient, the balloon tore. At the moment where the catheter was inserted. The IFU was respected. The balloons were fully deflated when the catheters were removed. They were used for a drainage. There was no medical intervention. I want to highlight that the patient had many stones in him and the urologist stated that it can damage the balloons. Clinical consequences: there was no negative consequences unless a change of device.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that after insertion in the patient, the balloon torn, and the balloons were fully deflated when the catheters were removed. Visual examination on the returned sample showed that the balloon had burst. Investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with sox magnification on the actual sample. Based on picture 2 above, there were scratch marks observed at the burst area of the balloon and the broken edges were jagged. The presence of scratch marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. It was also mentioned by the complainant that the patient had stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation o f a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted on the actual sample, burst balloon may have likely happened due to in contact with sharp or pointed object that weaken the balloon membrane and resulted in burst. Balloon could also burst during use for patient with bladder or kidney stone history. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that twice for the same patient with an interval of 48 hours between the 2 incidents, after insertion in the patient, the balloon tore. At the moment where the catheter was inserted. The IFU was respected. The balloons were fully deflated when the catheters were removed. They were used for a drainage. There was no medical intervention. I want to highlight that the patient had many stones in him and the urologist stated that it can damage the balloons. Clinical consequences: there was no negative consequences unless a change of device.